Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. Blood glucose level at the time of the incident was 400 mg/dl. Blood glucose level at the time of the call was 271 mg/dl. The customer reported noticing a bent cannula. The insulin pump was not replaced or returned for analysis. The customer was advised that the infusion sets would be replaced and agreed to return the products for analysis.